Event description:
It was reported the asymptomatic patient presented to the or for device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.3-10.7cm from the tip electrode. The etfe coating on one rv conductor was abraded at this location. Internal insulation abrasions were noted at 10.4-11.0cm and 13.0-14.8cm from the tip electrode. The etfe coating was intact at these locations.